Event description:
The customer reported to olympus that the gastrointestinal videoscope had an air and water supply failure about two weeks before being sent in for repair. The reported issue occurred during preparation for use in the diagnostic upper endoscopy procedure. The intended procedure was completed with another similar device. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a foreign object came out of the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. During the evaluation it was found that a foreign object came out of the nozzle due to insufficient cleaning. Additional findings were as follows: due to wear of angle wire, bending angle in up direction does not meet the standard value, due to wear of angle wire, the play of up/down knob is out of the standard value, the adhesive on bending section cover has white-clouded area, the scope-connector is deformed, the up/down knob has corrosion, the adhesive around objective lens is peeled, the adhesive around light guide lens is peeled, the connecting tube has a dent, the connecting tube has discoloration, the connecting tube has a scratch, the connecting tube has a wrinkle, and due to adhesive peeling around objective lens, streak of flare appears in the image. Due to the nature of the reportable event (foreign material found in the nozzle), follow up regarding the cleaning sterilization and disinfection (cds) processes performed at the user facility was requested. Customer provided the following information: the device was cleaned, sanitized, and disinfected prior to being sent to for repair. The facility was not aware of what the foreign material was. The time lag between the end of clinical use and the start of pre-washing noted no delay, properly implemented. Pre-cleaning: flushed the air/water nozzle with water and air. Flushed air/water nozzle with detergent solution. The facility noted that there were no abnormalities on the accessories used for reprocessing. The facility did not wipe/brush the air/water nozzle with clean lint-free cloths, brushes, or sponges. The facility did not note any comments or concerns regarding reprocessing. Based on the results of the investigation, we could not identify the foreign material from the obtained information. The foreign material most likely remained in the nozzle since the reprocessing steps had deviated from the instruction manual from the obtained information. A device history review revealed no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): ¿the instruction manual gif-1200n operation manual describes how to detect for the suggested event in chapter 3 preparation and inspection. The instruction manual gif-1200n reprocessing manual describes how to prevent for the suggested event in chapter 5 reprocessing the endoscope (and related reprocessing accessories).¿ olympus will continue to monitor the field performance of this device.